Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a stroke and was factor v leiden positive. Care was withdrawn because the patient was not improving from the stroke. Reportedly, the event was not device related and the pump functioned as intended.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be determined. An autopsy was not performed. Equipment and the pump were not returned. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.